Event description:
It was reported the patient fell while golfing and sustained bruises and lacerations to the head. The patient went to the ER to be checked for further injury. The patient had not had any symptoms related to the dbs system which seemed to be working at the time. Additional information received indicated the patient's device had not been working since the fall. The patient experienced a loss of therapeutic effect. It was also reported the patient plays a lot of golf and has had problems with the golf cart affecting the dbs system. No details were provided. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).